Event description:
It was reported that the patient was no longer feeling stimulation and was experiencing overstimulation despite reprogramming due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.